Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentration and high hcg clinical urine samples. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor initially reported the event on behalf of the customer. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. The customer obtained a pregnancy test from a drug store and received a positive result. The incident occurred on three other patients (refer to MDR 2027969-2018-00050, 2027969-2018-00051, and 2027969-2018-00052). Three of the four patients obtained a positive result on a home pregnancy test prior to facility visit. The customer was unable to specify which patients.

Event description:
The distributor initially reported the event on behalf of the customer. The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient presented at the facility due to a missed period. A urine sample was collected from the patient and produced a negative result on a medline hcg urine cassette. No confirmatory testing was conducted and the facility did not follow-up with the patient. Although requested, no additional information is available per the customer.

Manufacturer narrative:
Additional information was received from the customer regarding this event on (B)(6)2018. The following sections have been updated to reflect the additional information received: age or date of birth (age at time of the event) updated to 24 years date of event (date of event) updated to (B)(6) 2018. Event (describe event or problem) updated to reflect additional information.

Manufacturer narrative:
Correction: (additional narratives/data) of the previous report stated the following: additional information was received from the customer regarding this event on (B)(6)2018. The following sections have been updated to reflect the additional information received: age or date of birth (age at time of the event) updated to 24 years date of event (date of event) updated to (B)(6) 2018 event (describe event or problem) updated to reflect additional information the date of event is (B)(6) 2018 as listed in (date of event) of the previous report. The corrected is as follows: additional information was received from the customer regarding this event on (B)(6) 2018. The following sections have been updated to reflect the additional information received: age or date of birth(age at time of the event) updated to 24 years. Date of event (date of event) updated to (B)(6) 2018. Event (describe event or problem) updated to reflect additional information.